Event description:
Voluntary medwatch report stated that the right ventricular lead was surgically abandoned due to pocket erosion. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.